Event description:
It was reported that a patient underwent a vaginal prolapse repair on an unknown date and suture was used. During the surgery, the needle broke and fell into the patient. The surgeon was unable to retrieve the needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. An inspection of the scanning electron microscope (sem) photos revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.